Manufacturer narrative:
Please note that device (lot # 13222505) is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure while deploying a cypher 3.0x 18 mm stent in the distal right coronary artery (rca) target lesion, the stent delivery system (sds) balloon ruptured at 16 atm. The lesion was reported to be: moderately calcified, a 90% stenosis, and moderately tortuous. Ivus was done. The lesion was pre-dilated with either the abbott voyager balloon/size unk, or the terumo kongou 3.5 x 15 mm balloon. The stent was post-dilated with either the abbott voyager balloon/size unk, or the terumo kongou 3.5 x 15 mm balloon. There was no reported pt injury.